Event description:
There have been 6 reports of issues with the bd maxzero trifuse extension tubing connector piece breaking off the end of the trifuse set while attempting to disconnect or reconnect from line. There are reports of the connector piece crumbling while being twisted and it being extremely tight and difficult to remove, ending in most of the pieces breaking and then staff needing to obtain new IV lines and extension sets.